Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Clinical code: (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the wrong device set was delivered to the customer. When the surgeon realized this, the patient was already under anesthesia for a brachial plexus procedure. The patient had to be woken up and the procedure was not completed. No further information provided. This report is for one (1) va-lcp drill sleeve 2.4 f/drill bit ø1.8 this is report 1 of 1 for (B)(4).